Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a known test patient circuit. The ventilator passed 95 hours of extended tests at the customer's settings. The ventilator failed the ltv final test for non-conformities with the flow performance test and calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient passed away while connected to the ventilator. The family is allegedly prosecuting the nursing agency and there is a police investigation. There were no allegations of the ventilator malfunctioning or causing patient harm.